Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device had an audio anomaly. The audio does not work. The customer¿s blood glucose during the incident was 126 mg/dl. The device alarmed a hardware low level failure during the self-test. They were able to clear the alarm. However, the device did not beep during the tone test. The device will be returned for analysis.